Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. Reason for reoperation: ¿breast pain¿, ¿burning and pain sensation in the body¿, ¿back and shoulder aches¿, ¿pressure pain in chest.¿

Event description:
Patient representative reported patient experiencing ¿breast pain¿, ¿burning and pain sensation in the body¿, ¿back and shoulder aches¿, ¿pressure pain in chest¿ and rupture of the right device diagnosed during surgery. Further reported was "dizziness¿, "tachycardia¿, ¿fever and feeling hot¿, "various allergies", "fatigue", "headaches", ¿ poor concentration¿, ¿sleep disorders¿, ¿flush¿, ¿brain fog¿, ¿forgetfulness¿, ¿food intolerance¿, ¿hair loss¿, ¿sensitivity to light¿, ¿burning eyes¿, "shortness of breath", "urticaria", ¿suspected mast cell activation syndrome¿, ¿panic attacks¿, ¿anxiety¿, ¿indigestion¿, and ¿cystitis¿, and "swollen hands and feet¿ which have been deemed not related to the device. The device has been explanted. This record relates to the right side.